Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were sticky and had to press hard to get work. The insulin pump had little scratches on the screen and the insulin pump was louder and slower to rewind. The customer stated that the insulin pump rejected new batteries and they had to change batteries every two weeks. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.